Event description:
The customer reported that the central nurse's station (cns) froze. They asked for the hdd part number 900006147, so that they can replace it. The device was not in patient use when this happened.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze. They asked for the hdd part number 900006147, so that they can replace it. The device was not in patient use when this happened. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) froze. The device was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze. The device was not in patient use at the time. Investigation summary: the customer reported that their monitor froze, and they were looking for a replacement for part number 9000-06147 (atx power unit) to resolve the issue. The complaint device has been in service since 09/13/2012. A review of the history of the serial number identified no further reports of the reported issue. Based on the available information, a definitive root cause could not be identified. Since the customer requested the atx power unit, it is likely that this component was malfunctioning. The atx power unit is an electronic component of the device that may deteriorate through time and may wear from continual use. Power surges/outages and unexpected shutdowns may also contribute and cause the component to fail. The issue is related to a replaceable component of the device. There have been no reports of recurrence of the issue after the component was ordered by the customer. No corrective actions would be performed at this time. Nk will continue to trend and monitor this issue.